Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 3mm x 40mm x 145cm coyote es balloon was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-boston scientific (bsc) balloon catheter. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).